Event description:
The patient was undergoing an embolization procedure in the right gastric artery using a px slim delivery microcatheter and a ruby coil. During the procedure, the physician placed the px slim delivery microcatheter straight into the right gastric artery and when advancing the coil, the coil would not come out of the catheter. The physician attempted to withdraw the coil, however, it unintentionally detached inside the catheter. The physician removed the px slim catheter as well as the coil. The physician completed the procedure with another system. There was no reported adverse effect on the patient.

Manufacturer narrative:
The pxslimstr is ovalized approximately 8.0 cm from the distal tip. The pxslimstr is also kinked approximately 2.5 cm from the hub. The device was returned for analysis and has been evaluated. The complaint indicates that the coil would not advance out of the distal end of the pxslimstr catheter and subsequently unintentionally detached when the physician attempted to remove the coil from the catheter. Evaluation of the returned coil confirmed that the coil had unintentionally detached. The coil may have unintentionally detached due to a break in the sr wire caused by force placed on the coil in excess of the tensile strength of the material or due to the fracture in the pusher assembly which may have caused the pull wire to retract and release the coil. The most likely cause of the detachment was a break in the sr wire. The fracture in the pusher assembly likely occurred after the device was removed from the patient as it was not described in the complaint. The resistance noted when attempting to push the coil through, the microcatheter may have been caused by the ovalization in the distal end of the microcatheter. It is unknown when the microcatheter was ovalized; however, damage of this type usually occurs as a result of improper handling of the device during preparation or when inserting the catheter into the patient. The ovalization in the proximal end of the catheter at the strain relief likely occurred during removal of the device from the patient. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00151.